Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: parts of the anchor in the joint of the patient. Probable root cause: design, insufficient material strength, anchor assembly design not strong enough to withstand impaction, anchor geometry too blunt for effective bone penetration process, anchor not manufactured to specification, improper assembly of anchor onto inserter application, hard bone, excessive force, incorrect angle of attack (too steep/shallow), no pilot hole prepared in the event of hard bone, incorrect instrumentation used to prepare pilot hole. (B)(4).

Event description:
It was reported that the anchor broke during the procedure. All broken pieces were removed and the procedure was completed successfully.